Event description:
It was reported that following a coil procedure, an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the right common femoral artery (cfa). The lumen diameter of the vessel was 6 mm. A radifocus guidewire was used to insert the locator/sheath assembly instead of the provided guidewire. After the device was inserted and the anchor was deployed, the physician tried to pull out the device/sheath assembly from the puncture site. The physician felt strong resistance and could not pull the assembly out. The puncture site was incised and the angio-seal was removed. The puncture site was then sutured and hemostasis was achieved.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were returned for evaluation. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor dome was located approximately 0.2" from the collagen; the distal end of the collagen plug was visible in the sheath monofold. The overall device condition was consistent with compression of the sheath/carrier tubes and subsequent collagen restraint. No other visual anomalies were noted. The carrier tube and suture were then cut within the deployment sleeve and the anchor, collagen, and suture segment were extracted. The knot had been forcibly advanced within the collagen plug approximately 0.08"; collagen damage was also noted. The device was disassembled. The suture was properly positioned with no evidence that it had been tangled, knotted, or restrained; a portion of the suture remained coiled within the suture wind disk. No contributing anomalies were noted in the suture path, or in the location/condition of any related component. The device was reassembled and the suture fully extracted; no anomalies were noted during deployment or after subsequent disassembly. Based on the information received, the cause for the reported event could not be conclusively determined.